Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-pm and a aq catridge-fp and reported that the haptic tore upon insertion, most likely due to loading error, possible cartridge. There was no patient injury and the lens was removed and replaced with another crystalens.